Manufacturer narrative:
The pump was not explanted from the patient; therefore a full evaluation of the device could not be performed and a cause for the reported event was unable to be determined. In addition, the patient¿s two system controllers were not returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately five months post-implant, the pt was diagnosed with rectal cancer and was treated with chemotherapy, surgical resection and a colostomy. During this time, the pt was switched from coumadin to clexane (low molecular weight heparin). The pt reportedly did well until around (B)(6) 2014, when the pt underwent surgery as a result of metastasis to the liver. At this time, bleeding from the colostomy was experienced and the clexane was stopped for an unspecified period of time. On (B)(6) 2014, the pt was admitted with pump power increases and a decreased pulsatility index. Considering the pt's history of bleeding, thrombolytic therapy was initially declined. The pt then experienced low flow and intermittent pump stops. The pump was reported to be completely thrombosed. Tpa was administered without effect. The pump stopped and was disconnected on (B)(6) 2014; it remains in the pt. The pt reportedly is doing fine.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.